Event description:
A distributor in france reported an issue where a pump failed to recognize cartridges, resulting in a cartridge change error. There was no reported information on the impact to the customer's blood glucose level. To address the issue, the distributor attempted using several different cartridges, but the error persisted. The device is being returned, and a replacement pump with serial number 1436356 is provided to the customer. The pump has been returned to check further for potential issues as no alerts or alarms were found in the device history.